Event description:
It was reported that during follow-up, the pulse generator could not be interrogated using radio frequency wand. The device had issues pairing with the merlin at home transmitter. After a device software download, normal device function resumed.